Event description:
The customer reported a ventilator kept shutting down while on a patient. The customer reported that the reported issue was found while providing therapy to a patient. The patient was transferred to another working ventilator. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer that to diagnose the unit, the service software would be needed and is no longer available. The rse advised the customer that the unit is end of life (eol) and there is no bench repair available. The customer has informed the rse that they have already received the end of life (eol) letter and manual. The customer has reported that the ventilator is working fine now. It just needed to be charged. No other anomalies were reported.